Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of noise that resulted in oversensing on the right ventricular (rv) lead. Additionally, it was not possible to measure the sensing and threshold values on the rv lead. X-ray was performed and revealed that the rv lead was dislodged. The lead was explanted and replaced and the system was upgraded due to the patient's condition. The patient was stable following the procedure.